Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called with frequent low voltage advisory alarms despite being on fully charged batteries with 4 or 5 green lights. The black power lead on the system controller side had some wear and tear, and the serial number on the system controller was worn off. The battery gauge light on the system controller showed 3 green lights despite being on 2 fully charged batteries. Log files were submitted for review and indicated that the patient was connected to batteries at two different levels of charge. The battery connected to the white power lead indicated that it was at 3 bars while the battery on the black power lead indicated that it was on 2 bars. There were several events recorded due to low battery advisory events due to the charge level of the battery on the black power lead. There were also lower than expected relative state of charge (rsoc) voltages while connected to mobile power unit (mpu) power overnight. The recorded voltages were ~ 13.2 volts while connected to mpu power. Additional log files were submitted for review after performing intentional power cable disconnects. The data indicated that the power module was providing lower than expected power, 12.9 volts in one instance. The low voltage issues were observed on battery power, mpu power and power module power. This was indicative of an issue with the power leads of the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarm and less than expected voltage value was confirmed via log file analysis. Data from the reported event date of (B)(6) 2024 and (B)(6) 2024 was reviewed. The log file captured atypical low battery alarm events on (B)(6) 2024 that appear to be active intermittently between 16:25:07 and 20:07:33. On (B)(6) 2024 at 20:35:32, a power exchange was completed to what appears to be a mobile power unit. Voltage values as low as ~13v was captured, which is less than the expected value (~14v). Relative state of charge (rsoc) voltage values as low as ~10.5v was captured, which is less than the expected value (~12.5v). On (B)(6) 2024 at 13:37:18, a power exchange was completed to what appears to be the power module. Voltage values as low as ~12.9v was captured, which is less than the expected value (~14v). Rsoc voltage values as low as ~12v was captured, which is less than the expected value (~14v). The data indicate the reported issues did not appear to resolve after exchanging power sources between the 14v batteries/clips, mobile power unit and power module. Additional information reported it was recommended the system controller be exchanged; however, the patient is not clinically able to tolerate the pump stop associated with the system controller exchange. It was reported the patient will be evaluated to determine if the exchange is possible. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. A root cause of the low voltage alarm and less than expected voltage value captured in the log file could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. In section 3, under power the system, covers steps to exchange power sources. 1. Gather equipment; place within easy reach. 2. Confirm that the power module is ready for use (see setting up the power module for use on page 64). 3. Locate the red dot on the single-connector end of the power module patient cable (figure 34). 4. Line up the red dot on the patient cable with the red dot near the ¿heart¿ socket on the side of the power module (figure 35). 5. Firmly insert the patient cable into the ¿heart¿ socket on the power module. You should hear a click when the cable is fully engaged. 6. Tug gently on the black strain relief portion of the connector to confirm that the connection is tight. Do not pull on the cable (figure 36). 7. Place the black and white system controller power cable connectors within easy reach (figure 37). 8. Place the black and white power module patient cable connectors within easy reach. 9. Place the batteries with their attached battery clips within easy reach. 10. Unscrew and disconnect only the white system controller power cable connector from the attached battery clip. Do not remove the black connector! 11. Promptly align opposite half circles inside the white system controller power cable connector and the white power module patient cable connector (figure 38). Do not try to join together misaligned connectors, which can damage them. 12. Firmly push together the two connectors. 13. Tighten the connector nut until secure (figure 39). Hand tighten only¿do not use tools. 14. Unscrew and disconnect only the black system controller power cable connector from the attached battery clip. 15. Promptly align opposite half circles inside the black system controller power cable connector and the black power module patient cable connector. Do not try to join together misaligned connectors, which can damage them. 16. Firmly push together the two connectors. 17. Tighten the connector nut until secure. Hand tighten only¿do not use tools. 18. Both system controller power cables are now connected to the power module heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.